Event description:
It was reported that patient was scheduled for revision for unknown reasons. It was later reported the revision was due & #34; lead issues. Not sure where the break is & #34;, which suggests high impedance was seen. Implant card was later received indicating patient had lead revision due to high impedance. Ap chest and neck x-rays were received and reviewed. Based on the x-rays received, the cause of the high impedance cannot be determined form the images provided. However, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34 ;defects¿ or & #34; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.